Event description:
Report received of an over-delivery. The customer contact indicated the event was the result of an operator error in programming the device. At 1645, the pump was delivering in the continuous plus pca mode, 100mg of morphine in 100ml at a rate of 1mg/hr, with a 1mg pca dose, a 6 minute patient lockout, and an 11 mg 1 hour limit. After an unspecified length of time, the patient complained of increased pain. The physician was called and all the prescription parameters were doubled. At 2000, the pump was programmed to deliver at rate of 21 mg/hr instead of the intended 2 mg/hr, with a 2 mg pca dose, 6 minute patient lockout, and a 21 mg 1 hour limit. At 2300, the nurse noted the patient's respirations decreased to an unspecified rate. The infusion was discontinued. There was no reported adverse patient effect and no medical interventions were required. The patient was discharged with no reported adverse sequelae. Though requested, no further information was available.